Event description:
As reported, a patient had a late bleed after the two hour bedrest post 6f/7f mynx control vascular closure device (vcd) use. Deployment of the device was correct with no immediate complications. However, once the patient stood up, there was a bleed and the patient was admitted to the hospital. A non cordis sheath was used. The user is trained to the device. The product was properly stored and opened in sterile field. The vessel was not seen angiographically. Access location was the right groin. Heparin of unknown dose was used. The act was greater than 300. The target femoral site had not been previously closed with any closure prior to this procedure. There were multiple sheath exchanges; the physician uses longer sheaths for the procedure and will exchange for a non cordis 10cm sheath. There weren't multiple stick attempts made before intravascular access was achieved. The device will not be returned for analysis.

Manufacturer narrative:
As reported, a patient had a late bleed after the two hour bedrest post 6f/7f mynx control vascular closure device (vcd) use. Deployment of the device was correct with no immediate complications. However, once the patient stood up, there was a bleed and the patient was admitted to the hospital. A non-cordis sheath was used. The user is trained to the device. The product was properly stored and opened in sterile field. The vessel was not seen angiographically. Access location was the right groin. Heparin of unknown dose was used. The act was greater than 300. The target femoral site had not been previously closed with any closure prior to this procedure. There were multiple sheath exchanges; the physician uses longer sheaths for the procedure and will exchange for a non-cordis 10cm sheath. There weren't multiple stick attempts made before intravascular access was achieved. The device will not be returned for analysis. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the product¿s instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Based on the information available for review, anticoagulation factors (the patient was heparinized with elevated pre-closure act level of greater than 300 seconds without gp iib/iiia inhibitor), and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation are possible contributing factor to the bleeding that occurred 2 hours post-op when attempting ambulation. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control IFU, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.